Manufacturer narrative:
The implant date, lot numbers were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced an artificial urinary sphincter (aus) balloon leak due to a hole. The aus was explanted and a new one was implanted without patient complications. The patient is expected full recovery.

Manufacturer narrative:
The implant date and lot numbers were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. Visual examination confirmed the tear in the balloon shell observed clinically. Due to this hole, the balloon did not undergo leak or functional testing. Analysis found the tear to be consistent with avulsion and thinning of the material. Material thinning impacts the elasticity of the material, increasing the likelihood of fluid leaks forming with continuous cycling. Based on the information available and analysis results, the reported fluid leak and hole in the balloon were confirmed and likely caused or contributed to the reported clinical observation.

Event description:
It was reported that the patient experienced an artificial urinary sphincter (aus) balloon leak due to a hole. The aus was explanted and a new one was implanted without patient complications. The patient is expected full recovery.